Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 19-jul-2021 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/weight/ethnicity: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while inserting the intraocular lens (iol) into the patient's operative eye, the capsule broke. The doctor removed the lens and inserted a model z9002 lens into the sulcus of the eye without having to do a vitrectomy. Through follow-up, additional information was received confirming no unplanned incision enlargement, no serious patient injury, and no unplanned suture(s). Patient outcome post-procedure was reported as so far fine. No further information is available.